Event description:
A sprinter balloon was inserted into the patient for the treatment of another manufacturer's drug eluting which had a 85% restenotic lesion. The target lesion was located at the bifurcation of the left anterior descending artery and first diagonal. The vessel was reported to be non-tortuous and the lesion was not calcified. Another manufacturer's cutting balloon was inflated at the bifurcation (left anterior descending artery and first diagonal) end blood flow decreased. The sprinter was advanced through the cell of the other manufacturer's drug eluting stent and inflated when the balloon burst at 4atm. Another manufacturer's balloon was also inserted, inflated and burst at 6atm. Then another sprinter was advanced to the bifurcation and successfully inflated twice at 4 and 6atm. The blood flow problem was resolved. The device was discarded by the user facility. No additional clinical sequelae were reported and the patient is fine. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed product.